Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
2023-27703-01 will be voided as non-complaint because the edwards valve that was explanted during the pvr captured in this file was confirmed to not actually be present due to an incorrect medical history caused by the doctor's writing error. It was learned through 2023-27627-01 and investigation that an edwards valve implanted in the pulmonary position with an implant duration of one (1) year, seven (7) months was explanted (B)(6)2015 due to unknown reasons.

Manufacturer narrative:
Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. An engineering evaluation is not required because there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. An IFU review is unable to be performed, as no details regarding a failure mode of the device were provided. A CAPA/scar/pra is not required as there are no confirmed product or labeling non-conformances and no other triggers are met. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that an edwards valve implanted in the pulmonary position with an implant duration of one (1) year, seven (7) months was explanted due to unknown reasons.